Event description:
It was reported that the patient presented at the operating room for a right ventricular (rv) lead explant procedure. The patient's rv lead had exhibited a high pacing impedance and loss of capture. The rv lead was explanted and successfully replaced. The patient was stable.